Manufacturer narrative:
(B)(4). Update: date of revision, hospital and products from crawfords update spreadsheet dated (B)(4) 2011. Update: added side hip to be revised, type of product and revision reason. Received: (B)(4) 2013. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision.type of hip replacement product: unknown.hip(s) to be revised: unknown.reason(s) for revision: unknown.update: date of revision, hospital and products from crawfords update spreadsheet dated (B)(6) 2011.

Event description:
Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: pain.

Manufacturer narrative:
(B)(4). Update: date of revision, hospital and products from crawfords update spreadsheet dated (B)(4) 2011. Update: added side hip to be revised, type of product and revision reason. Received: (B)(4) 2013. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Update: date of revision, hospital and products from crawfords update spreadsheet dated (B)(4) 2011. Update: added side hip to be revised, type of product and revision reason. Received: (B)(4) 2013. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Update: date of revision, hospital and products from crawfords update spreadsheet dated (B)(4) 2011. Update: added side hip to be revised, type of product and revision reason. Received: (B)(4) 2013. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.